Event description:
(B)(4). I had essure implanted in 2010 and since then been having missed periods irregular cycles bruising hair loss migraines abdominal pain and bloating cramps in my back and nerve pain foggy head blurred vision and metallic smell from my vagina I can even taste metal in my mouth other than that since then I found out I have acid reflux and depression